Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 830-9 pm for a high blood glucose level of 500 mg/dl. The customer stated that the meter stated that she was at 600 mg/dl. The customer stated that the pump does not react when the buttons are pressed. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.